Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the phenomenon was likely the scope was not recommended was connected to the subject device. The connection of the scope could not be recognized, and the subject device displaying color bars. We surmised that this led to the phenomenon ¿an image of an endoscope was not displayed. This issue is addressed in the instructions for use (IFU): "if combinations of equipment other than those shown below are used, the full responsibility should be assumed by the medical treatment facility. Such combinations do not only allow the equipment to manifest their full functionality but may also imperil the safety of the patient and medical personnel. In addition, the endurance of the video system center and ancillary equipment is not guaranteed. Troubles caused in this case are not covered by free-of-charge repair. Be sure to use the equipment in one of the recommended combinations." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus technical assistance representative advised the customer the scope is not compatible with the complaint device system. The olympus representative advised the customer to use a urf-v style scope and try again. The customer stated they would try another scope and call back. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported color bars were displaying with a visera elite video system center. The customer reported this occurred while connecting a printer to the device and using a cf-q160al scope. There was no patient involvement or impact to patient care reported for this event.